Manufacturer narrative:
(B)(4). Date sent: 11/16/2016. Batch # m91l0t. The device was received with the top of the I-blade upper tip broken off not returned. Upon inspection under magnification of the jaw it was noted that one of the retention pins that holds the jaws in position was sheared off. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. No communication issues were observed during the testing. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade and the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to a hysterectomy procedure, a nurse was testing the device. However, the generator showed the message that it couldn't find the device. For a emergency measure, she disassembled the device from the generator and reassembled it again, but it showed the same message on the screen continuously. Eventually, she changed the device and then it worked. There were no reported adverse consequences for the patient so far.